Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2318-50 serial number: (B)(6). Batch/lot number: 5003013 model/catalog description: infinion pro lead kit, 16 contact, 50cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2318-50 serial number: (B)(6). Batch/lot number: 5002949 model/catalog description: infinion pro lead kit, 16 contact, 50cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 batch/lot number: 35766773 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that all components were explanted due to an unknown reason and the explanted products will not be returned per hospital policy. The patient was doing well postoperatively.